Event description:
It was reported that there was a potential sterility breach on the packaging of the device, prior to a procedure, it was observed that the internal and external packaging is damaged. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device not returned.